Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 255 mg/dl. The customer stated that she had a stomach pain all day long and her blood glucose was high. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and passed within specifications. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.